Event description:
It was reported that several days post implant there was decreased impedance and decreased sensing on the right ventricle (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 2088tc competitor lead; 2012 (B)(6). (B)(4).